Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. The aortic neck had a mild reverse taper. It was reported that the physician inadvertently implanted the stent graft lower than intended. The physician elected to use staples prior to the implantation of another manufacturer's aortic cuff. The aortic cuff was used for juxtarenal coverage, there was a slight proximal type I endoleak, the aortic cuff was modelled with a balloon and the endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Incorrect technique/procedure (inadvertently implanted the stent graft lower than intended). Conclusion: operational context contributed to event (inadvertently implanted the stent graft lower than intended).